Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and lot number were not reported. The corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. A definitive cause for the unspecified device issue could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 correction: estimated date of event updated from 11/27/2024 to 3/1/2019.

Event description:
This is a single-center, retrospective cohort analysis of patients with severe symptoms undergoing transcatheter aortic valve replacement (tavr) procedures comparing be (balloon expandable) myval and se (self-expanding) evolut r bioprosthesis. Endpoints were evaluated at 30-days and six months. Results indicated the myval be thv (transcatheter heart valve) performance was comparable to the ER se thv with some lower rates of permanent pacemaker implantation and moderate rates of paravalvular leak. Vessel closing for the tavr patients included use of the proglide device with the pre-close technique of preplacing two proglide sutures prior to the procedure. In some cases, an angioseal was used in addition to the two proglide sutures to achieve hemostasis. In other cases of proglide failure, a prostar xl device was used to achieve hemostasis. It was concluded that be thv and the se ER thv use in tavr procedures clinically performed equally with some rates lower for pvl and ppi rates for the balloon expandable implantations. Specific patient information is documented as unknown.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment article titled: "clinical comparison of a novel balloon-expandable versus a self-expanding transcatheter heart valve for the treatment of patients with severe aortic valve stenosis: the eval registry". D4: primary UDI number ¿ the UDI is not known as the part and lot number were not provided.